Event description:
It was reported that 15 minutes after starting the first treatment, the patient developed a rash and swelling of her upper arm at the location of the access. The rash spread to her chest. The patient reported pain occurred from the access area to her mid chest area. Bp became elevated and she felt chilled. The patient then complained of severe abdominal pain with nausea and diarrhea. Treatment was discontinued and the patient was treated with benadryl. The patient recovered without further treatment or problems. Facility staff reported the patient has a known history of problems associated with different dialyzer's.

Manufacturer narrative:
The patient had an apparent allergic reaction to the dialyzer and responded well to treatment with benadryl. No additional medical intervention was required. Facility staff reported that the patient has a known history of problems with similar dialyzer's. The user's guide states that the operator should monitor the patient closely for allergic reaction if the patient has a history of allergies. The patient is currently using a dialyzer from another manufacturer which they have used successfully in the past and is doing well. Nxstage medical considers this report closed. No additional information will be provided.